Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained rv oversensing episodes due to myopotential oversensing was observed. Programming changes were made.